Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of fever and peritonitis in a patient coincident with dianeal pd4 1.5% therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. During a call, the following was reported. On an unreported date, the patient experienced a fever. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. On (B)(4) 2012, the patient was hospitalized for the event and started treatment with ceftazidime for the peritonitis. The cause of the peritonitis was not reported. It was unknown if the patient recovered from the fever. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of the fever.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). Treatment with antibiotics was stopped and the patient?s catheter was removed. At the time of this report, the patient had not yet recovered from the event of peritonitis. Should relevant additional information become available, a follow-up report will be submitted.